Event description:
The patient reported their previous hcp stated he could see the patient¿s catheter ¿here and here¿ and basically stated it was ok. The patient¿s current hcp determined the catheter was ¿rotted¿. Per the patient, ¿all the medication that should have been inside the pump was outside the pump and in the patient¿s body. The patient knew something wasn¿t right and kept telling the staff. The hcp used the ¿c arm¿ and stated ¿he could see the catheter and he could see this¿. The patient stated if the hcp were to have tried other means to infiltrate the patient¿s pump ¿it probably would have overdosed¿ the patient. The patient had a black liquid mass inside their body, which was all the medication. The patient also stated they were getting some of it absorbed in the fatty tissue. The patient¿s current hcp ended up taking 5 hours to clean up this mess. The hcp tried to pull the catheter out and it was so rotted that it just fell apart, it basically disintegrated. The catheter was still in the patient. The patient had dilaudid in the pump and they also had a cocktail of 3 different drugs in the patient¿s pump, but the patient was unsure what there were. Patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).